Manufacturer narrative:
Philips reached out for more information regarding this case; however, the customer responded through the key market (km) that they were no longer interested in pursuing the investigation any further. The philips technical consultant (tc) had been onsite and tested the unit using the customer's own simulation equipment. Neither the customer nor the philips tc could replicate the issue, and the attached module passes functional checks and alarms as intended. The customer indicated they saw this issue as resolved. The customer indicated they saw this issue as resolved. The device remains at the customer site.

Event description:
Philips received a complaint on the intellivue multi measurement server indicating the customer expected an alarm to sound for desaturation value before 70. The nurse in charge of the baby did not hear an alarm sound for the spo2 value witnessed. The device was in use monitoring a patient at the time of the event, there was no patient harm.

Event description:
The customer reported they did not hear an alarm sound for that value they were seeing for the spo2. Expected an alarm to sound for desaturation value before 70. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.